Manufacturer narrative:
E1 initial reporter city: (B)(6) . Device evaluated by manufacturer: the device was returned for analysis. The device returned kinked. Visual inspection found the that the device returned without the burr loaded on it; therefore, no sign of jamming could be found. The proximal section was kinked. Microscopic inspection found that the spring tip was bent.

Event description:
It was reported that the rotaburr got stuck with the rotawire. The target lesion was located in the left anterior descending artery. A 1.50mm rotapro and rotawire were selected for use. During the procedure, it was noted that the rotapro burr got stuck with the wire. Both devices were removed together as one unit from the body. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the rotaburr got stuck with the rotawire. The target lesion was located in the left anterior descending artery. A 1.50mm rotapro and rotawire were selected for use. During the procedure, it was noted that the rotapro burr got stuck with the wire. Both devices were removed together as one unit from the body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter city: (B)(6).